Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that "during the administration of the cytostatics [with bd connecta¿ stopcocks connecta plus] medication had come through the dispenser cap. The cytostatics pushed the cap off and then there was a leak. It seems that the cap was not properly seated (screwed) and that is why it started to leak." No serious injury or medical intervention was reported.

Manufacturer narrative:
The device history report for lot number 8086696 was reviewed, no related abnormalities were found. Material number (B)(4) for lot 8086696 was manufactured on 03/31/2018. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally a sample was provided for the purpose of aiding our quality engineer's investigation, the returned samples were subjected to leakage testing and found to be within product specification. The engineers could not replicated the indicated failure mode. Based on investigation results to date, root cause for manufacturing process cannot be determined. Instructions for use for this device suggest that the pressure inside of the device not exceed 43 psi, exceeding this amount could cause the device to leak. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that "during the administration of the cytostatics [with bd connecta stopcocks connecta plus] medication had come through the dispenser cap. The cytostatics pushed the cap off and then there was a leak. It seems that the cap was not properly seated (screwed) and that is why it started to leak." No serious injury or medical intervention was reported.